Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced a pericardial effusion requiring a pericardiocentesis and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed. The caller reported there was a drop in blood pressure in the patient and the pericardial effusion was confirmed by intercardiac echo. Medical intervention provided was a pericardiocentesis. Then the patient was reported to be in stable condition. The caller stated the physician did not know what caused the pericardial effusion. Additional information was later received indicating the patient fully recovered but required extended hospitalization (stayed overnight). Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced a pericardial effusion requiring a pericardiocentesis and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed. The caller reported there was a drop in blood pressure in the patient and the pericardial effusion was confirmed by intercardiac echo. Medical intervention provided was a pericardiocentesis. Then the patient was reported to be in stable condition. The caller stated the physician did not know what caused the pericardial effusion. Additional information was later received indicating the patient fully recovered but required extended hospitalization (stayed overnight). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area, no other issues or anomalies were observed. On 2-may-2024, the lot number was identified to be 31263062l. As such, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue observed was not related to the adverse event reported. The potential cause of the open circuits causing the force issue could not be conclusively determined. The physician's opinion on the cause of this adverse event is that does not know what caused the pericardial effusion since no error messages were observed on biosense webster equipment during the procedure. The potential cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed failures could be related to the manipulation of the device after procedure however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force sensor issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).